Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that the rn was attempting to flush PICC line when suddenly a spray of something wet was felt on her face, forehead and eye area. After looking down, the rn realized the "spray" was a mix of blood product and saline from the PICC line. Upon further inspection, it was discovered that the rubber stopper at the end of the PICC which holds the guide wire dislodged. No other information was provided.